Manufacturer narrative:
Additional information b5: additional information regarding the event was received stating etoposide, vincristine and doxorubicin was mixed in 1l IV bag for a total volume of 1100ml. The patient was stable and the infusion was started with the medication at room temperature at a rate of 49ml/hr for 23 hours (expected volume to be infused 735ml). The infusion was supposed to last 23 hours but only lasted 15 hours. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The pump underwent functional flow accuracy testing at a rate of 150ml/hour with volume to be infused of 150ml and the short, simulated therapy was successfully performed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The investigation is currently ongoing, a final report will be submitted upon completion.

Event description:
It was reported that a novum iq large volume pump under infused chemotherapy doxorubicine. The expected infusion time was 24 hours; however, the pump infused in approximately 15 hours. Additionally, ¿multiple downstream occlusions¿ occurred. The event occurred in the oncology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.